Event description:
During follow-up, increased capture threshold leading to loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. The lv lead was explanted to resolve the event. The patient was stable and there were no adverse consequences.